Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: during the investigation, the basal history was found to accurately record each basal rate change. The basal total daily dose for (B)(6) 2018 appeared to be inaccurate due to primes recorded at 10:56 and at 21:38. The pump was exercised for 24 hours with a 1.0 unit per hour basal rate, and at the end of the testing the basal history correctly showed 1.0 unit and the total daily dose showed 24.0 units. No hypertensive or stuck keys were observed on the keypad. Investigators were unable to duplicate a basal history or a total daily dose history recording defect during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the basal history does not match the active basal program. It was reported that the patient experienced a blood glucose level of above 250 but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in under or over delivery.